Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. No problem found. Additional findings not related to the issue include the device's blower and flow tube were contaminated with dust/dirt and there were ui panel smudges. The right, side panel, blower, cap, housing and manifold were replaced, and the error log was cleared. Unit passed final test.